Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited erroneous parameter values. Patient's original parameters were restored via reprogramming and patient is stable.